Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that on the first two distal rows, stent struts were lifted from their crimped position and pulled proximally. The undamaged proximal section of the crimped stent od (outer diameter) was measured and the result was within the maximum crimped stent profile measurement. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 2.50 x 28 synergy¿ drug-eluting stent (des) was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed distal stent damage.